Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the event occurred due to breakage of circuit board inside scope connector. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope exhibited e315 error. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned. Upon inspection, e315 error could not be reproduced. It was noted that the labels on the device were peeling and had scratches. There was no data transmission in the device. During device evaluation, leak test could not be completed due to leak at the ethylene oxide valve. The distal end had dents and scratches. The device exhibited b30 error and there was no image. After aeration, the image was normal. The endoscope position detecting unit could not be verified due to no image. The switch had a cut. The adhesive of the objective lens was peeled. The light guide lens was cracked and the adhesive was worn out. The adhesive of the bending section cover was cracked. The bending section was wet due to water invasion. The insertion tube had scratches. The grip and scope connector cover was wet and control body unit was corroded. The light guide tube had scratches and minor chip on the boot. The scope connector was wet. After aeration it was noted that the printed circuit board was faulty. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.